Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were recharging the implanted neurostimulator last night when all of a sudden they didn't feel anything at all, so they looked at the controller and saw software problem (1-intellis, 2-3.6, 3-243, 4-qf_port) appearing. Agent walked the patient through resetting the controller. Patient confirmed that the controller powered back on and that the software problem message was cleared upon completion of the controller reset. Pt said that they now needed to charge the controller. The troubleshooting steps that were taken on the call resolved the issue.